Manufacturer narrative:
Concomitant medical products: bis-is-15 adaptor, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the two epicardial right ventricular (rv) leads exhibited high thresholds. The two leads were capped and replaced with a single transveneous lead. No patient complications have been reported as a result of this event.